Event description:
On (B)(6) 2022 the customer reported erratic il-6 (access il-6 assay, part number a16369, lot number not provided) patient result of 189 pg/ml was generated on the customer's access 2 (access 2 immunoassay analyzer refurbished (part number 386220 and serial number (B)(4))). The sample was repeat tested and a result of 489.55 pg/ml was obtained. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check and calibration were passing within specifications at the time of the event. Quality control information was not provided. No issues with sample integrity were reported by the customer. Sample handling information including sample type, collection, handling and processing information such as storage and other sample related information was not provided by the customer. A beckman coulter applications specialist was dispatched to assess assay and system performance.

Manufacturer narrative:
The full identifier is (b)(46. The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer did not provide a access il-6 reagent lot number; therefore, date of manufacture, date of expiration and UDI could not be obtained. The access il-6 assay was not returned for evaluation. There were no reports of system issues at the time of the event. No other assay issues were reported. No hardware errors or flags were reported in conjunction with the event. System performance indicators of calibration and quality were not provided for review. While onsite the applications specialist helped the customer to verify their pre-analytical sample handling process. The customer agreed the issue was an error due to sample handling. In conclusion, the cause of this event is use error.